Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (1 mg at 1mg/day) and ropivacaine / naropin (6mg at 6mg/day) via an implantable pump. It was reported that the pump had been refilled on (B)(6) 2024. After a pump refill on (B)(6) 2024, the patient did not feel well and was transferred to in tensive care. The patient was hospitalized in the infectious diseases department before the pump refill for infectious problems. The physician programmed the pump to a minimum flow rate. The issue was not resolved as of on (B)(6) 2024. No surgical intervention occurred and no surgical intervention was planned. The status of the patient as of on (B)(6) 2024 was alive with injury. The patient's medical history, age, and weight at the time of the event was unknown or would not be made available.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The patient was hospitalized regarding and infectious problems before the pump refill. On (B)(6) 2024 the physician indicated to the company representative that the patient was always in reanimation because he was pain. As of (B)(6) 2024, the patient was ok but was having pain. The cause of the patient having felt unwell after the refill determined. As of (B)(6) 2025, the pump remains implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. It was reported that the patient was ok and transferred in reeducation center. The pain was ok.